Manufacturer narrative:
The returned sensor was evaluated. During this testing the sensor failed continuity testing due to a lifted solder pad at the emitter solder joint assembly which caused an open connection on the emitter circuit. When the sensor was connected to a monitor a "probe or module malfunction" error message displayed and the monitor audibly and visually alarmed. The sensor led does not illuminate.

Event description:
At 1:50 pm the customer reported issues with no spo2 reading. Pt. Is (B)(6) and mobile, weighing (B)(6). Nurse reports that dad of pt. Called her to the room because the spo2 had flat lined and there was no spo2 reading. (B)(6) observed flat line with no spo2 number and reports that there was no red light on the sensor. She believes there was a message on the monitor but does not recall what it said. (B)(6) reports doing the normal troubleshooting steps: disconnect and reconnect sensor, checking alignment, etc. And when doing this, she did have an intermittent light on sensor, but no spo2 values were displayed. Nurse states that neo sensor on left toe and had been in use for about 12 hours and she noticed that the foam was twisted on the sensor. She obtained a new sensor, and was able to obtain a spo2 reading and pt. Is fine now.